Event description:
Information received by medtronic indicated that the customer reported the inpen will not be able to connect with the app. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of device and the device was returned for analysis.

Manufacturer narrative:
Per visual inspection: inpen original front shell not received. No physical damage to cartridge holder. The inpen paired to the commercial app inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Pending further investigation performed in san diego location. In conclusion: per san diego analysis: inpen passed both base line functionality test and displacement dose accuracy. Paired to commercial app using 25.5 units. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Double lines were noticed. Dialing alignment investigation: failed. Inpen had a misaligned dial that could lead to the dose log inaccuracy. However, inpen did pair to commercial app. Therefore, the customer concern of inpen not pairing to app could not be confirmed. Dose log inaccuracy was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.